Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the emergent endovascular treatment of an acute type b dissection. It was reported during the index procedure when the physician attempted to deploy the stent graft, the reverse slider was found to be hard and did not work smoothly. The physician decided that it was not safe to continue to use the device and the delivery system was removed and replaced with another device. The new device was implanted successfully. As per the physician the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received: it was noted the physician attempted to deploy the stent graft by rotating the external slider. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary; there was no damage observed to the returned device. There was no gap evident between the taper tip and graft cover or the front grip and external slider. No resistance was noted when the pressing and moving the trigger. The graft was deployed by initially rotating the external slider and finally using the trigger with no abnormalities noted. Based on the analysis the reported deployment difficulties were not confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was provided: sizing information: the max thoracic diameter measured 34mm length. Total thoracic aortic length (l cca to celiac) 320mm. The diameter of the true lumen 14.5mm-22.9mm. The length from distal margin of l cca to start of most proximal tear measured 34mm and the total length of aortic (thoracic and abdominal) dissection. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the emergent endovascular treatment of an acute type b dissection on (B)(6) 2018. It was reported during the index procedure when the physician attempted to deploy the stent graft, the reverse slider was found to be hard and did not work smoothly. The physician decided that it was not safe to continue to use the device and the delivery system was removed and replaced with another device. The new device was implanted successfully. As per the physician the cause of the event could not be determined. No additional clinical sequalae were reported and the patient is fine. **additional information received 17-oct-18: the physician attempted to deploy the stent graft by rotating the external slider. **additional information received 28-jan-2019; medical history.